Event description:
Prosthetist received a message from a pt that the battery (lithium polymer) suddenly caught fire while being charged in the provided accessory battery charger. The charger accessory and battery were returned for analysis. Upon examination, it was discovered that the battery charger had been placed in the nicd battery charging mode, an improper charging mode for the lithium polymer system battery. There was no injury to the pt or other individual.

Manufacturer narrative:
The battery charger accessory is being replaced for each pt with a unit that has preventive measures implemented to assure it is in the proper charging mode for the lithium polymer batteries. The user will no longer be able to change the charging mode of the battery charger accessory. All other charging modes are being disabled. The provided lithium polymer batteries will no longer be able to be charged in any mode other than for a lithium polymer battery. An updated user manual will accompany the replacement accessory battery charger.